Manufacturer narrative:
At this time, the suspect component is not available for return. Due to the part not being available to be returned, no further evaluation can be completed at this time.

Event description:
The customer reported while using the vela ventilator; the ventilation low limit alarm occurred. The customer performed troubleshooting, but the issue went unresolved. The customer determined the most likely cause of the reported event is the main printed circuit board assembly. The issue occurred during patient-use, the customer reported there is no patient consequence associated with the event.